Event description:
Caller reported receiving a minimum fill notification while attempting to load a new cartridge. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the customer to remove the pump from its case, clean it, and initially try reloading the same cartridge, which did not resolve the issue. Subsequently, the caller was guided to fill and load a new cartridge, which successfully resolved the problem, allowing the customer to resume insulin delivery.